Manufacturer narrative:
The pusher was returned for analysis; the implant coil was not returned. Visual analysis revealed that there was no damage noted on the pusher. The tie-knot at the pusher attachment section was noted to be intact. The attachment tether had a 1 inch rebound length from the distal heather coil section. Based on the investigation, the detached coil cannot be verified. The pusher was noted to be in conformance; however, with absence of the coil, could not confirm the type of detachment.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that resistance was encountered in the microcatheter while placing the coil in the aneurysm. During an attempt to remove the coil, the coil detached from the pusher wire in the microcatheter. The coil was put into the aneurysm with the pusher wire and remains implanted. There was no reported patient injury. The patient is reported to be good.